Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel dissection occurred and required the placement of a stent. The lesion being treated was a diffuse, 100% stenotic cto, 30-35cm in length and located throughout the sfa. The vessel was mildly tortuous with a 5 mm reference vessel diameter. The physician used a 6 fr (6x45) introducer sheath and an antegrade crossover approach from right to left to access the target lesion. The device was run at low speed for 2 passes, and then at medium speed for 2 passes, and then at high speed for 2 passes in each region of the cto. Run times were consistently from 20-30 seconds each. The total event time was just over 4 mins and at the end of the final run as the crown was approaching the adductor canal region, a loud, high-pitched noise was heard. The physician was unable to move the crown at this point. The shaft of the device had broken at an area outside of the patient's body close to the handle. When the device was removed from the patient, a portion of the driveshaft including the crown and a portion of the viperwire remained in the vessel. When the viperwire was removed, the rest of the driveshaft and crown were removed as a unit with it. No portion of the device remained in the patient's body. The atherectomy portion of the procedure had been successfully completed at this point. There were two dissections in the vessel during this intervention, but no perforation and no hemorrhage. The physician completed the procedure with angioplasty (using a 5x10 balloon) and stent placement to repair the dissections. The patient is doing well and has since been discharged to home. Additional information has been requested regarding this event.